Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine result on a 83 year old patient. There was no patient information, nor details surrounding the event. Return product is not available for investigation. Product lot# is unknown. Method crea egfr. Lab 138 umol/l, 40 . I-stat 336 umol/l, 14. I-stat 342 umol/l, 13. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.